Event description:
On (B)(6) 2010 I got a tubal ligation done with the filshie clips and about 6 months after I got them I noticed a change in my body, my menstruation was very heavy and lasted longer, a hot sharp knife feeling down my legs, pain during intercourse, pain during urination, real bad cramps some days it's hard for me to walk, have to miss work. On (B)(6) 2014 found out I had cysts on my left ovary, and just found out (B)(6) 2017 both of my ovaries have clusters of cysts on them. Just wish they would really explain to women the side effects and what can happen years down the road to your body from this product and make it so bad your insurance pay to put on but not to take out if there are side effects.